Manufacturer narrative:
Follow-up #1: date of submission 05-dec-2019. Device evaluation: the device has been returned and evaluated by product analysis on 03-dec-2019 with the following findings:.during investigation, the complaint regarding loss,of prime was reported on 9/8/2016, according to the pump history the pump was in use for deliveries until 12/06/2018 . Due to continued pump use all black box data has been overwritten for time of complaint. The black box contains dates from 11/28/2018 to 12/6/2018 with no evidence of loss of prime. The pump passed all required testing for force sensor. Unrelated, the display was found to be dim/faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 3 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.